Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN, Omnipod Software App Version: 3.1.2-p001, Operating System: N5004L-AM-Q-MV01602-06-01.06, Hardware: N5004L, CGM Sensor Type: G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the Omnipod 5 system stop delivering insulin when glucose levels reached approximately 300 mg/dL, while continuing to deliver insulin at low glucose levels of around 40 mg/dL. The Omnipod 5 System was being used in parallel with multiple insulin injections administered through the i-Port Advance and insulin pens, which is deemed user error.